Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving lioresal (concentration 2000 mcg/ml, at flex basal rate 48.5 mcg/hr) via an implantable pump intractable spasticity and spinal cord injury. Patient medical history was reported as spinal cord injury as a result of an auto accident. The event date was unknown. The patient and her husband did not have an exact date or even an estimated date of difficulty but reported that it had been quite a while since she received satisfactory relief in her opinion. There were no known factors that may have led or contributed to the issue, the patient had a history of catheter revisions as part of the diagnostics/troubleshooting done. Another catheter revision was performed; the doctor lowered the catheter tip (also reported as simply pulled the catheter into the mid thoracic space) to see if patient could get better relief for spasticity. The catheter was very high into the cervical space prior to the revision that was done on this report date. At the time of this report, the issue was resolved, patient status was ¿alive ¿ with injury¿ the injury was described as ¿paralyzed¿. No further complications were anticipated/reported (B)(6) 2017 (rep): it was further clarified that the patient was not paralyzed as a result of our therapy, patient was paralyzed due to a spinal cord injury sustained in a car accident. The pre-existing catheter was pulled down they only used the anchoring device from the 2 piece catheter.